Event description:
During the procedure the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and during the exchange the proximal extension wire/valve pulled out of the hypotube resulting in the occlusion balloon deflating. The physician was unable to aspirate the vessel. The pt is reported to be fine.